Manufacturer narrative:
Pending additional information to be collected for further investigation.

Event description:
Patient developed swelling (edema) in bilateral axilla and pectoral region, area adjacent to underarms one week post tx. Patient placed on ib 800mg and zyrtec 10mg.